Manufacturer narrative:
Referring to the product inquiry the sonicanchor kits (2) are the only reported devices and thus considered the primary products. The case was reported in the course of the early product surveillance of the newly developed stryker sonicanchor system, which was performed in foot & ankle applications only and on the us market exclusively, on a minimum of 60 cases. A review of the device history records / inspection records was not possible since the lot codes are unknown. The products in question were not returned for examination since they were not provided according to information received. However, physical examination of the devices was not necessary since the root cause of the reported event was not device related. Based on the above observations the root cause of the reported event is not linked to a deficiency of the sonicanchor kits, but is rather related to intentional deviation from the surgical technique. No non-conformity in terms of product quality was identified.

Event description:
Surgeon initially implanted two sonicanchor implants into the tibia with satisfying results. Surgeon drilled two additional holes and a couple of sonicanchor implants snapped due to the surgeon trying to use the product in a knot less configuration. Moreover, surgeon did not wait for the solidification process (5 seconds) to be complete and ¿twisted¿ his hand while inserting the implant, which may have contributed to the observed failures.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
Surgeon initially implanted two sonicanchor implants into the tibia with satisfying results. Surgeon drilled two additional holes and a couple of sonicanchor implants snapped due to the surgeon trying to use the product in a knot less configuration. Moreover, surgeon did not wait for the solidification process (5 seconds) to be complete and "twisted" his hand while inserting the implant, which may have contributed to the observed failures.